Event description:
Customer took 30 units of insulin as usual at 10am. At 3:00pm the customer was feeling very sick. The customer tested and received a result of 80mg/dl. 911 was called and they arrived 10-15 mins later. The emt's tested and received 38mg/dl, on the way to the hosp they received a 39mg/dl. The customer was given a shot of sugar. At the hosp the customer's blood glucose was tested and they received a result of 170mg/dl and one over 200mg/dl. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.